Event description:
Per the audiologist, the pt presented with otomastoiditis and tympanic membrane perforation in 2006. In eight months later, the pt was hospitalized for tympanoplasty, removal of the epithelial lamellae and electrode lead repositioning. In late 2007, an open mastoidectomy was done. The electrode positioning was preserved. In early 2008, the pt still had otorrhea and the electrode lead had extruded into the middle ear. Revision surgery was scheduled for approx three months later, but the pt did not keep the appt. Explantation and reimplantation in the contralateral ear is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.